Event description:
It was reported that a pump alarmed constantly for "air-in-line!" The customer stated that the issue was discovered during preventative maintenance testing while attempting to perform an upstream occlusion test. It was reported that the pump would alarm for "air-in-line" instead of for "upstream occlusion!" The customer had also stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Baxter is continuing to investigate the reported event. When complete, a supplemental report will be submitted.